Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side intracapsular rupture and capsular contracture baker grade IV diagnosed via ultrasound. The device remains implanted.

Event description:
Patient reported right side intracapsular rupture and capsular contracture baker grade IV diagnosed via ultrasound. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported right side intracapsular rupture and capsular contracture baker grade IV diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "intracapsular rupture and capsular contracture, baker grade IV" diagnosed via ultrasound. This record is for the right side. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device was explanted.